Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/03/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/13/2015 with the following findings:the battery compartment was observed to be cracked in the thread area and below the grip pad: the reported issue was confirmed. A test battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.